Event description:
The consumer stated the tampon applicator separated upon insertion and remained inside of her. She stated that she used tampons from four different boxes and the same event occurred in all boxes. She stated the event occurred on numerous occasions. She indicated the string was too short for removal and that the tampon plunger separated from the applicator and remained inside of her vagina upon removal. She was able to remove the remaining pieces on her own.

Manufacturer narrative:
The consumer provided lot numbers aa319901b0103, aa215901b2001and aa226901b0246 for the remaining three boxes. Device history record is under review for all three lot numbers provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.